Manufacturer narrative:
Device eval summary: device eval of monitor sn 07021070 has been completed. Upon receipt the monitor was unable to detect an ECG waveform. The cause of the inability to detect was a shorted -5v belt node power supply. The cause of the shorted power supply was likely feedback caused by broken connections at the positive and negative leads of high voltage capacitor c19. The root cause for the broken leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken leads. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. During servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor was unable to detect an ECG waveform. The last pt to use this monitor did not report any problems.